Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed that the catheter was received in two pieces. A 12.6cm section of the distal shaft was detached from the remainder of the catheter. A kink was located 9.8cm distal from the proximal end of the device. A mandrel was advanced through the catheter hub and resistance was noted at the kink, however, the mandrel was advanced through the remainder of the catheter and out the distal end. The mandrel was also advanced through the detached distal shaft segment and no resistance was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a diagnostic mesenteric arteriography procedure, a tip fracture occurred. The physician advanced the fastracker angiographic catheter towards the moderately tortuous mesenteric artery and encountered resistance. The fastracker could not be advanced any further so it was removed and replaced with a different device. Once the fastracker was outside of the patient, the radiology technologist cleaned the exterior of the device and noted that the distal tip was loose and then 5-10cm of the distal tip detached. The physician completed the procedure with another of the same device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a diagnostic mesenteric arteriography procedure, a tip fracture occurred. The physician advanced the fastracker angiographic catheter towards the moderately tortuous mesenteric artery and encountered resistance. The fastracker could not be advanced any further so it was removed and replaced with a different device. Once the fastracker was outside of the patient, the radiology technologist cleaned the exterior of the device and noted that the distal tip was loose and then 5-10cm of the distal tip detached. The physician completed the procedure with another of the same device. No patient complications were reported and the patient's status is ok.